Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that they woke up and discovered fluid on the floor. The patient suspected there was a hole on the cycler set line. The patient confirmed the reported event, stating they discovered a puddle of fluid on the floor below the cycler set tubing in the morning after completing treatment. The patient could not confirm the location of the leak, however stated that only the patient line was wet. The patient confirmed there were no issues with their catheter and the connection to their catheter was secure and not leaking. There were no issues with the solution bags and bag connections use during both leak events. No fluid came in contact with the cycler. The cause of the leak was unknown. The patient stated that after the event on (B)(6) 2021 they went to the clinic and was prescribed prophylactic antibiotics, ciprofloxacin (oral, 5 days). The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient confirmed they were able to complete treatment on the cycler with no further issues after the reported event. The patient confirmed the cycler set is available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that they woke up and discovered fluid on the floor. The patient suspected there was a hole on the cycler set line. The patient confirmed the reported event, stating they discovered a puddle of fluid on the floor below the cycler set tubing in the morning after completing treatment. The patient could not confirm the location of the leak, however stated that only the patient line was wet. The patient confirmed there were no issues with their catheter and the connection to their catheter was secure and not leaking. There were no issues with the solution bags and bag connections use during both leak events. No fluid came in contact with the cycler. The cause of the leak was unknown. The patient stated that after the event on (B)(6) 2021 they went to the clinic and was prescribed prophylactic antibiotics, ciprofloxacin (oral, 5 days). The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient confirmed they were able to complete treatment on the cycler with no further issues after the reported event. The patient confirmed the cycler set is available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: seven companion samples were returned to the manufacturer and a physical evaluation was performed. The samples were tested in the cycler machine and worked as intended without any abnormalities. No leaks were experienced during the tested period. The actual sample was visually inspected and was found that the cassettes are acceptable, no leaks or other damage was observed on the cassettes. A functional test was performed to the samples with the cycler machine. During functional test, no leaks or other issues were detected during period tested. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The event was not confirmed, and the cause was not traced to any component failure. The returned samples were scrapped after evaluation.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that they woke up and discovered fluid on the floor. The patient suspected there was a hole on the cycler set line. The patient confirmed the reported event, stating they discovered a puddle of fluid on the floor below the cycler set tubing in the morning after completing treatment. The patient could not confirm the location of the leak, however stated that only the patient line was wet. The patient confirmed there were no issues with their catheter and the connection to their catheter was secure and not leaking. There were no issues with the solution bags and bag connections use during both leak events. No fluid came in contact with the cycler. The cause of the leak was unknown. The patient stated that after the event on (B)(6) 2021 they went to the clinic and was prescribed prophylactic antibiotics, ciprofloxacin (oral, 5 days). The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient confirmed they were able to complete treatment on the cycler with no further issues after the reported event. The patient confirmed the cycler set is available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.